Manufacturer narrative:
Insulin pump received unable to performed the displacement test due to cracked and bleeding lcd noted. (B)(4).

Event description:
Customer reported via phone call that the lcd screen not working. Customer's blood glucose level was 209 mg/dl. Customer also stated that there was damaged on reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.